Event description:
It was reported that the device shutdown unexpectedly. At 5.54am, the clinician started a heparin infusion at the rate of 17.7ml/hour. At 7.50am, the pump was checked to verify rate and it was noted that one of the channels was off. The pcu and the other 2 channels attached remained functional. The infusion was stopped and oral medication was given in lieu of IV-infusion.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device shutdown unexpectedly. At 5.54am, the clinician started a heparin infusion at the rate of 17.7ml/hour. At 7.50am, the pump was checked to verify rate and it was noted that one of the channels was off. The pcu and the other 2 channels attached remained functional. The infusion was stopped and oral medication was given in lieu of IV-infusion.